Manufacturer narrative:
All available information was investigated and the reported single gripper actuation was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information provided and the returned device to analyze, a cause for the reported single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and restricted posterior leaflet. A mitraclip xtw was prepared per instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one of the grippers was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. The procedure was completed with two clips implanted, reducing the mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.